Event description:
Paramedics were called when customer was found unconscious. Paramedics tested customer's blood glucose on patient's device, with a blood glucose reading of 450 mg/dl. Paramedic's meter reading = 67 mg/dl. Customer was given orange juice and felt better. Glucose strips expired and no controls were in use. A request was made for the return of the suspect device and replacement product was sent.